Event description:
It was reported that (1) tlc75 was used during an abdominal peritoneum procedure. It was reported by the affiliate that the surgeon attempted to fire the device but only half the reload fired. Opened another device to complete the case. There was no consequence to patient.